Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-calcified right common femoral vein. After crossing a .035cm guide wire, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 3 minutes, the balloon ruptured. The physician removed the device over the wire and the procedure was completed with another balloon of the same size. No patient complications were reported.